Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements, which caused a lead safety switch. Then noise, oversensing, and inappropriate atrial tachy response (atr) episodes were noted due to myopotential oversensing. No adverse patient effects were reported. The lead remains in service.